Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received without a belt clip and had some cosmetic damage.

Event description:
It was reported that the customer's insulin pump shut off and the customer was unaware. The customer received a bad battery alarm and low battery alarm. Customer's blood glucose level ranged from 230mg/dl and 400mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.